Event description:
It was reported via repair work order that the footend brakes and headend brakes were not engaging simultaneously as they were out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.